Event description:
A us distributor returned a charger/modem indicating that it would not charge a battery pack.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (does not charge battery pack) was confirmed. As received, the charger/modem was unable to charge a battery pack. Upon eval, there was contamination on the battery board and the u13 component had thermal damage. The cause of the inability to charge a battery pack is the contamination and damaged component. The root cause of the contamination and damaged component is ingress of an unk contaminant. No adverse event resulted from the contaminated charger/mode.